Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Analysis: confirmed code from lvp power up sequence display ch-error.'restart' key at fault. Circuit pull-up resistor measured 4.k ohm, should be 10.k ohm.this is the result of contamination under the key dome. Rework: yes replace tc10008458 door/keypad. Disposition: lvp to be routed to service for normal process. (B)(4).